Event description:
Pt was having a bedside paracentesis. The catheter was introduced into the pts abdomen and crumbled. The surgeon quickly pulled the catheter out of the abdomen when it started to fall part in his hands, but the majority of the catheter remains in the pt's abdomen. Doctor felt it was in the best interest of the pt to leave the pieces in the pt due to her overall condition.

Manufacturer narrative:
Functional testing of the catheter assembly from four unused samples of lot l5c174 was performed and the reported issue could not be confirmed. The actual sample involved in the incident was not returned for eval. A review of all applicable documentation for the lot number reported did not identify any issues that may have contributed to this failure mode. Therefore, we are unable to determine the exact cause for the reported issue. Info regarding this complaint failure mode will be entered into the quality complaint tracking system for trending purposes.